Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating they can¿t walk because it made their leg hurt up and down. The patient stated the pain started during their trial that was on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had spams due to the pain and they felt when their bladder got full, they were having more than usual, they attempted to lower stim but it did not help. Patient also thought their yeast infection might have returned, they already had medicines from one they had a last week. Patient stated the stim was too high and they had a lot of pain in their legs, they could hardly walk. Patient was not feeling well, and turned stim off, the pain was starting to go away. Patient had pain in their legs from the stim again. They changed programs and the pain went away. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.